Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula. The device was returned with the needle mechanism not in the fully retracted state. The formed needle was visible within the exposed portion of the soft cannula. The needle mechanism returned to the fully retracted state once the pod was opened. Inspection of the underside of the top housing found score marks indicating the linkage assembly was misaligned. No damages or defects that would cause this misalignment were found on linkage assembly or needle mechanism.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 290 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. Ketones were checked and small amounts were noted to be present. As treatment, corrections and injections were administered.